Event description:
Reportedly, on (B)(6) 2026, when the box was opened and after removing the funnel from the connector pin, it was found that the connector pin was deformed. The lead was not used and a new one was implanted.